Manufacturer narrative:
Unit had unresponsive button due to corroded keypad trace. No ramping up numbers noted.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly and numbers were ramping on the display. Blood glucose level at the time of the incident was 242 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.